Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient on (B)(6)2019 and the patient stated she saw her physician because the area on the abdomen was hardened, red and swollen. The patient did not provide specific information regarding the visit to the physician. The patient stated they were going to reach out to her physician again to see what the next steps would be. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the reported missing sensor wire could not be determined. A probable cause could not be determined. No additional event or patient information is available.